Event description:
It was reported that the customer had a blood glucose level of 434 mg/dl. The customer stated that his insulin pump lost power and turned off. He changed the insulin pump's battery and the screen eventually regained power. Standard troubleshooting was performed. A replacement battery cap has been sent. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.